Event description:
Contact reported the migration of a charite artificial disc. Patient was seen 13-days post-op stating that they "hadn't felt this good in years." X-rays taken show the charite disc had migrated. Patient's case manager did state that the patient enjoyed yoga and had felt well enough to sit in, "yoga position" with legs drawn up possibly causing overextension of this spine. Revision surgery was performed and the charite disc removed and the patient was fused. See also report: 1526439-2005-00066. Device #1